Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision - adverse reaction to metal debris

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Added: corrected: new etq record created in order to update etq (legal system) complaint number dint 19643. Reason for original complaint clinical trial ct05/18 patient 106 asr revision right hip reason for revision - adverse reaction to metal debris & pain. Update: (B)(6) ref, revision surgeon and further reason for revision added as per email 07 jan 2013. Update august 17, 2017 additional information received from (B)(6): corail stem is a non-depuy product. Also updated medwatch. This complaint was updated on august 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was pain. This is in addition to the previously reported condition of adverse reaction to metal debris.